Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the forceps channel port was corroded, and stickiness on the connecting tube protector and on the grip could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited the forceps channel port was corroded. In addition, stickiness was present on the connecting tube protector and on the grip. There was no patient involvement.